Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped. During the procedure, using the patient's left femoral artery, the md found that the dilator failed to dilate the vessel. As a result, this issue led to the failure of the iab insertion. The cardiologist opened a competitor's iab and finished the procedure. The second iab was inserted into the opposite femoral artery (right femoral). There was a less than 30 minute delay / interruption in intra-aortic balloon pump (iabp) therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as stable.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation were an 8fr 40cc iab, two dilators, and an ap (arterial pressure) line. No damage was noted to the catheter or pressure line tubing. The tip of both dilators appeared damaged upon initial visual inspection. Under microscopic inspection, the tips of both dilators were confirmed damaged. The tip of the dilator without a sheath appeared slightly furled at the edges and indented. The damage to the dilators is consistent with insertion difficulty. The damage to both dilators are not identical and do not appear to be a result of a manufacturing defect. The inner tip diameter of the dilator without a sheath was measured and met specifications. The inner tip diameter of the dilator with a sheath was measured and met specifications. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the dilator tip is damaged is confirmed. The tips of both returned dilators appeared indented. The damage is consistent with insertion difficulty. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped. During the procedure, using the patient's left femoral artery, the md found that the dilator failed to dilate the vessel. As a result, this issue led to the failure of the iab insertion. The cardiologist opened a competitor's iab and finished the procedure. The second iab was inserted into the opposite femoral artery (right femoral). There was a less than 30 minute delay / interruption in intra-aortic balloon pump (iabp) therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as stable.